Event description:
During cardiac catheterization, and angioplasty. Stent was attempted to be deployed in the ostium of the lad graft but the stent was displaced from the delivery catheter and lost. There were no signs of complications and no signs of a clinical embolic event. Pt was watched for 45 minutes without clinical evidence of negative sequelae. Physician felt there was no impact to the pt, other than a retained, or lost stent.